Event description:
It was reported on (B)(6) 2015 that the patient noticed the day prior that one of her stim lock caps on the top of her head had moved back from its original position. Instead of the caps lying in parallel, they were ¿now about 1 inch apart.¿ the patient called her neurosurgeon and he told her to go to the emergency room (ER). She was seen by the neurosurgeon the day prior to the report, but the reporter had no further details about the visit. The patient stated that her therapy status may have changed. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0age0, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0cu0m, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).